Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the average tortuous and severely calcified proximal right coronary artery. The physician experienced difficulty crossing the lesion during the advancement of the 2.0x20mm maverick otw balloon. Contrast media went into the balloon while the physician was attempting to inflate the balloon. A balloon rupture was observed when the balloon inflation was at 4atms. There were no patient complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon. Pt status is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.